Manufacturer narrative:
Continuation of d10: product ID 6935m62 (serial: (B)(6)); product type: 0264-lead-hv; implant date (B)(6)2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received two inappropriate shocks for an episode of atrial tachycardia/atrial fibrillation (at/af) with fast ventricular conduction that was detected by the implantable cardioverter defibrillator (ICD) as ventricular fibrillation (vf). It was noted that initially the device withheld therapy by wavelet, however the rhythm became faster and regular with no match scores resulting in the therapy. Ventricular tachycardia (vt) was induced and was successfully reverted to sinus rhythm after the second shock. The ICD remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that reprogramming was done for the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.